Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess.) It was reported that after registering as normal, after the user swapped the instrument tracker from the registration probe to the straight suction it would sometimes not verify. After verifying the instrument successfully, the system reported a bigger error (accuracy) with the registration probe, and it was lost during the procedure. Because of the sterile instruments, it was undetermined whether the straight suction was deformed or if the issue was a user error. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. Additional information was received. It was reported that the site attempted to remove all metal parts that may have influenced the magnetic field. The problem only occurred with the straight suction instrument, when the tracker was far from the emitter and it was not possible to perform verification. The geometric error with the straight suction was even greater if the surgeon did not make a registration with an accuracy of less than 1 mm. The representative and site performed troubleshooting at a later date and all of their instruments were used. It was concluded that the instruments were correct and that a customer training would be done. Additional information was received. It was reported that geometry error was large. The user was educated, and they found a better position on the table for the emitter to reduce the impact on the magnetic field. After that, the geometric error between the emitter and the patient tracker decreased. There were no problems with instrument verification and the geometric error decreased.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a geometry error of less than 0.5mm. A better position was found on the table for the emitter to reduce the impact on the magnetic field. After that, the geometric error between the emitter and the patient tracker decreased. There were no problems with instrument verification, and the geometric error decreased. The navigation system then passed the system checkout and was found to be fully functional. Fdm b01, fdr c13, fdc d02 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.